Event description:
The nurse noted that the feeding pump was reading 300ml instead of 50ml/hr. She attempted to reset the rate but every time she input 50ml/hr the machine will change back to the 300ml/hr setting. The flexiflo quantum feeding pump had to be exchanged and placed out of order. The resident suffered no adverse events from this equipment malfunction.